Event description:
This spontaneous case report was received by regulatory authority in n(B)(6) on (B)(6) 2016 from a (B)(6) -year-old female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2009, essure (fallopian tube occlusion insert) was placed. The placement procedure lasted 25 minutes and the consumer experienced pain. Right after essure placement the consumer experienced allergic symptoms. She also reported the following events: pain in abdomen, pain during menstruation, lower back pain, dizziness, tiredness, mood swings, and skin problems / white spots on scalp. She reported problems with movements, sometimes cannot come out of bed and referred to work-related problems. She contacted a dermatologist and visited a gynecologist and received medical treatment. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen. This event is listed in the reference safety information for essure. After essure insertion, abdominal and pelvic pain may occur. In the present case, limited information was provided. Consumer's concomitant conditions and medical history were not reported. The exact temporal relationship between the reported event and essure insertion was not specified. Despite the lack of medical confirmation and detailed information for a comprehensive causality assessment, given the nature of the reported event, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. Since she reported problems with movements (sometimes cannot come out of bed), referred to work-related problems, and no further information can be obtained to clarify these statements, this was conservatively regarded as a disability, and the case was regarded as incident. A product technical analysis is expected.

Manufacturer narrative:
Follow up 05-sep-2016: quality-safety evaluation of ptc (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 718 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen. This event is listed in the reference safety information for essure. After essure insertion, abdominal and pelvic pain may occur. In the present case, limited information was provided. Consumer's concomitant conditions and medical history were not reported. The exact temporal relationship between the reported event and essure insertion was not specified. Despite the lack of medical confirmation and detailed information for a comprehensive causality assessment, given the nature of the reported event, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. Since she reported problems with movements (sometimes cannot come out of bed), referred to work-related problems, and no further information can be obtained to clarify these statements, this was conservatively regarded as a disability, and the case was regarded as incident. According to the product technical analysis, a product quality detect could not be confirmed but is considered plausible.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs